Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a clinic follow up, it was reported that the device went into high output mode following a cybersecurity upgrade and the patient experienced phrenic nerve stimulation. The device was reprogrammed to resolve the event and the patient was stable with no adverse consequences reported.